Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that she removed her insulin pump in the morning and forgot to put it back on for more than two hours. Her blood glucose rose to 405 mg/dl, and she treated with manual injection. Her symptoms included nausea and vomiting. Customer was advised to check blood glucose in two to three hours and check for ketones. The customer was further advised not to be disconnected from the insulin pump for more than two hours to prevent blood glucose from rising, and to go to the hospital if she were to continue to feel ill. The insulin pump will not be returning for analysis at this time.